Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Multiple infusion set site changes were performed to address the occlusions. Customer's blood glucose level was 282 mg/dl.